Manufacturer narrative:
Patient comorbidities: percutaneous coronary intervention, coronary artery disease, congestive heart failure, renal insufficiency, prior left renal stent, prior skin cancer. Patient medications: heparin, aspirin, acetaminophen, and hydrocodone. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported: on (B)(6) 2023, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the aaa1701 tambe pivotal study. It was reported that on (B)(6) 2024, follow up images revealed a wire fracture on the aortic component, no adverse event to patient and no reintervention. The wire fracture is ongoing, no planned reintervention.

Manufacturer narrative:
Date of event: march 21, 2024 correction section b.

Manufacturer narrative:
Additional information obtained from the clinical study site: there is no endoleak present, that was an error input into the database. The wire fracture has been confirmed by gore imaging services. The core lab identified the wire fracture on march 21, 2024, and notified the study team. The wire fracture is not causing an adverse event to the patient. Gore engineering evaluation with no device returned. The device evaluation was performed based on what was reported to gore and angiogram images from the clinical study edc (electronic data capture). The imaging evaluation showed the following: the endoleak was unable to be confirmed with the information provided. A stent fracture can be seen adjacent to the p2 attachment location on the posterior side of the device, which confirms the report of a stent fracture from the event description. At this point, no root cause could be identified. Investigation into the root cause of stent fractures is ongoing.